Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an arterial bypass application. The procedure was performed in the pt's right leg, from the common femoral to popliteal artery. On (B)(6) 2011, the graft was explanted due to infection.

Manufacturer narrative:
Review of the device mfg and sterilization record history. Review of the device mfg and sterilization record history confirmed device met pre-release specs. The investigation is currently in progress.